Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/24/24 an ilet user's caretaker reported the user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/24/24. The user's caretaker reported a low bg event where the user's blood glucose dropped to 73 mg/dl. The caretaker gave the user two glucose tablets and was unsure whether to call ems. The user was having difficulty staying awake and could not function normally. The agent advised calling 911 for professional medical assistance. The user was eventually taken to the ER by ems for observation. At the ER, the user was given an IV with sugar water and released later that day. The immediate effects of this event were that the user was incoherent and unable to stay awake. The user was able to return to using the ilet system afterward.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device logs show multiple days without meal announcements prior to the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by a pattern of maladaptive behavior due to not announcing meals causing the ilet to adapt basal and correction insulin dosing up to accommodate elevated glucose trends prior to the event and then announcing a "more than" breakfast immediately prior to the hypoglycemic event. Alerts were noted to be unacknowledged likely contributing to the severity of the event. The user received re-training from their local clinical diabetes specialist (cds).